Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed that the helix was broken at the point where it exits the tip of the lead. The distal portion of the helix tip was not returned. The helix mechanism was not tested due to the break and dried blood/body fluid in the helix housing. High magnification microscopic analysis of the broken helix surface showed characteristics consistent with torsional overload. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test also passed without issue, indicating no blockage of the lumen. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to position/reposition the lead caused the helix to break.

Event description:
It was reported that this implantable lead was scheduled for left bundle branch area pacing (lbbap) placement, and the helix stretched while attempting to retract/extract the helix from the lbbap location. Technical services (ts) discussed troubleshooting options for lead removal when entrapped, and the field representative stated axial tension alone and axial tension with lead body rotation were attempted, but were unsuccessful. It was noted that the physician was not an extractor, thus did not have access to extraction tools. The helix fractured, and a portion of the helix remained imbedded. Subsequently, the procedure was completed using standard right ventricular (rv) lead placement with another lead of the same model number. Ultrasound imaging later confirmed that the abandoned helix fragment had become entangled in the chordae. It was believed that the catheter had not been placed close enough to the septum while attempting to reposition the first lead. No additional adverse patient effects were reported. Product return was requested. Additional information received reported that there were no plans for a secondary procedure to retrieve the abandoned lead fragment at this time, and the explanted portion of the lead was retained by the facility. No additional adverse patient effects were reported. Additional information received about the attempted lbbap lead placement reported that a site selective pacing catheter 2 (sspc2) and helix locking tool (hlt) were used. The physician attained appropriate placement and good morphology, with an impedance measurement of approximately 400 ohms, but elected to reposition the lead to obtain a higher lead impedance. It was recommended to place the sspc2 closer to the septum during fixation. When asked about whether the hlt was removed, it was stated that there was a build up of torque. The hlt was not removed yet, and removal was attempted without placing the sspc2 closer to the septum. The helix was extended with of the helix straight and fluoroscopic imaging indicated approximately 2.5 loops were embedded. Ts was contacted for troubleshooting assistance, however the lead could not be dislodged and it was suggested to surgically abandon the attempted lead. Ultrasound imaging identified the location of lead tip and lead extraction was attempted by pulling with the sspc2, which fractured the lead. The procedure was completed with a different lead. No additional adverse patient effects were reported. This attempted lead was returned for analysis by the explant facility.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event resolution and product return status. No secondary interventions were reported at this time, and the explanted lead segment was retained by the facility . Should additional information become available this report will be updated.

Event description:
It was reported that this implantable lead was scheduled for left bundle branch area pacing (lbbap) placement, and the helix stretched while attempting to retract/extract the helix from the lbbap location. Technical services (ts) discussed troubleshooting options for lead removal when entrapped, and the field representative stated axial tension alone and axial tension with lead body rotation were attempted, but were unsuccessful. It was noted that the physician was not an extractor, thus did not have access to extraction tools. The helix fractured, and a portion of the helix remained imbedded. Subsequently, the procedure was completed using standard right ventricular (rv) lead placement with another lead of the same model number. Ultrasound imaging later confirmed that the abandoned helix fragment had become entangled in the chordae. It was believed that the catheter had not been placed close enough to the septum while attempting to reposition the first lead. No additional adverse patient effects were reported. Product return was requested. Additional information received reported that there were no plans for a secondary procedure to retrieve the abandoned lead fragment at this time, and the explanted portion of the lead was retained by the facility. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable lead was scheduled for left bundle branch area pacing (lbbap) placement, and the helix stretched while attempting to retract/extract the helix from the lbbap location. Technical services (ts) discussed troubleshooting options for lead removal when entrapped, and the field representative stated axial tension alone and axial tension with lead body rotation were attempted, but were unsuccessful. It was noted that the physician was not an extractor, thus did not have access to extraction tools. The helix fractured, and a portion of the helix remained imbedded. Subsequently, the procedure was completed using standard right ventricular (rv) lead placement with another lead of the same model number. Ultrasound imaging later confirmed that the abandoned helix fragment had become entangled in the chordae. It was believed that the catheter had not been placed close enough to the septum while attempting to reposition the first lead. No additional adverse patient effects were reported. Product return was requested. Additional information received reported that there were no plans for a secondary procedure to retrieve the abandoned lead fragment at this time, and the explanted portion of the lead was retained by the facility. No additional adverse patient effects were reported. Additional information received about the attempted lbbap lead placement reported that a site selective pacing catheter 2 (sspc2) and helix locking tool (hlt) were used. The physician attained appropriate placement and good morphology, with an impedance measurement of approximately 400 ohms, but elected to reposition the lead to obtain a higher lead impedance. It was recommended to place the sspc2 closer to the septum during fixation. When asked about whether the hlt was removed, it was stated that there was a build up of torque. The hlt was not removed yet, and removal was attempted without placing the sspc2 closer to the septum. The helix was extended with of the helix straight and fluoroscopic imaging indicated approximately 2.5 loops were embedded. Ts was contacted for troubleshooting assistance, however the lead could not be dislodged and it was suggested to surgically abandon the attempted lead. Ultrasound imaging identified the location of lead tip and lead extraction was attempted by pulling with the sspc2, which fractured the lead. The procedure was completed with a different lead. No additional adverse patient effects were reported. This attempted lead was returned for analysis by the explant facility.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event resolution and product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable lead was scheduled for left bundle branch area pacing (lbbap) placement, and the helix stretched while attempting to retract/extract the helix from the lbbap location. Technical services (ts) discussed troubleshooting options for lead removal when entrapped, and the field representative stated axial tension alone and axial tension with lead body rotation were attempted, but were unsuccessful. It was noted that the physician was not an extractor, thus did not have access to extraction tools. The helix fractured, and a portion of the helix remained imbedded. Subsequently, the procedure was completed using standard right ventricular (rv) lead placement with another lead of the same model number. Ultrasound imaging later confirmed that the abandoned helix fragment had become entangled in the chordae. It was believed that the catheter had not been placed close enough to the septum while attempting to reposition the first lead. No additional adverse patient effects were reported. Product return was requested.